Event description:
Abutment change due to skin overgrowth.

Manufacturer narrative:
Skin overgrowth is a known possible post-operative complication considered in the rmf and possible causes behind skin overgrowth are addressed in the IFU.there are to date no indications of increased incidence of occurance with the ponto system compared to similar products on the market. Based on the available information no further actions are taken at this point.